Event description:
Reporter initially noted seeing particles coming away from light pipe; outer sheath is not staying in place causing inner sheath to come forward, which is when particles are seen. Particles removed during initial surgery; no pt problems port-op. Surgeon is happy with pt outcome. Additional info received noted most particles were removed, but there may still be a few in retina. Surgeon did not fell they would cause any problems.

Manufacturer narrative:
Waiting for evaluation results. Questionnaire has not been returned to date. A-3 gender: ni. F-10 codes: 2276 - not labeled; 1451 - not labeled. Codes provided by MFR. This report mailed in to FDA on: 06/08/2006. The manufacturer internal reference number is: ia060768.